Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s information and suspected medical device. The patient identifier is o.s.h. The suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary during visual analysis, the device was found to be ruptured. The device was received in two(2) parts. Mentor did not receive permission to perform destructive testing.  As a result, the analysis from the product evaluation lab was limited to non-destructive testing, and we could not conclusively determine the root cause of the rupture. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-dec-2020, the analysis was completed based on a photo that was provided. It was found that information regarding the patient¿s demographic and adverse event detail was omitted on the initial report. The relevant field has been updated. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4) the patient¿s exact age was not reported. However, the patient was in her 40s at the time of event. The patient was hospitalized as a result of the reported adverse event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient underwent a revision breast reconstruction with a 275cc mentor memorygel breast implant and experienced postoperative left-sided rupture. Ultrasound performed on (B)(6) 2020 indicated the rupture. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2020. The patient has fully recovered after the revision surgery. The date of implantation was estimated as (B)(6) 2010 based on available information.